Event description:
It was reported by stryker sales rep that a revision of cone conical took place on (B)(6) to see the cause of a patient dislocation. It was further reported that "on opening it was found the cone body to be retroverted. When attempting removal the screw was loose and body disengaged easily. Surgeon understands that this may be down to his own error but would like the implants investigated to check screw in / taper mechanism just in case and to allow for extra information for the patient."

Manufacturer narrative:
An event regarding dislocation as a result of seating/locking and involving a restoration modular body and a restoration modular stem. The event was confirmed from the medical review which also indicated cup malposition was a contributory factor. Method & results: device evaluation and results: visual inspection: there was evidence of bony on-growth on the returned body. The device was dimensionally inspected and found compliant. Functional testing was performed and the components assembled together and the body did not rotate on the stem. Medical records received and evaluation: a review of the records by a clinical consultant note: ''the core problem of this case was recurrent dislocation of the revision arthroplasty with three closed reductions documented. When such dislocations become recurrent, an indication for revision surgery is present, three dislocations are about the threshold for new surgery. During the second revision, there was retroversion of the rmcc stem with a rather loose connection between stem and proximal body as suggested by the rather loose locking bolt.'' ''Such a stem retroversion is clearly a relevant factor to contribute to recurrent dislocation, however there is another issue in the arthroplasty to contribute to the same problem and such is the rather low to absent cup anteversion''. ''Though the balance between the two contributing factors of cup malposition and inadequate tightening of the locking bolt will never be accurately known, they both quite likely have contributed to the problem of recurrent dislocation in the rmcc system''. Diagnosis: cup malposition in low to absent anteversion together with inadequate tightening of the restoration modular locking bolt between body and stem have contributed to retroversion of the rmcc device causing recurrent dislocation and thereby requiring a new revision surgery. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: a review by a clinical consultant noted: though the balance between the two contributing factors of cup malposition and inadequate tightening of the locking bolt will never be accurately known, they both quite likely have contributed to the problem of recurrent dislocation in the rmcc system. Diagnosis: cup malposition in low to absent anteversion together with inadequate tightening of the restoration modular locking bolt between body and stem have contributed to retroversion of the rmcc device causing recurrent dislocation and thereby requiring a new revision surgery no further investigation is possible and there were no manufacturing issues noted with the returned device. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by stryker sales rep that a revision of cone conical took place on (B)(6) to see the cause of a patient dislocation. It was further reported that "on opening it was found the cone body to be retroverted. When attempting removal the screw was loose and body disengaged easily. Surgeon understands that this may be down to his own error but would like the implants investigated to check screw in / taper mechanism just in case and to allow for extra information for the patient."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.